Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. (B)(4).

Event description:
The customer reported that the blood tubing came apart at the spike when administrating blood. Received a copy of the customer's medsun report from the FDA which states "the tubing at the spike connection for the carefusion gravity blood tubing came apart." "Blood administration during CT surgery".

Manufacturer narrative:
No product will be returned. The customer provided a picture that shows the set leaked and separated at the spike. The root cause was not identified.

Event description:
The customer reported that the blood tubing leaked and came apart at the spike when administrating blood. Although requested there are no additional details provided at this time. There was no report of patient harm. Received a copy of the customer's medsun report from the FDA which states "the tubing at the spike connection for the carefusion gravity blood tubing came apart." "Blood administration during CT surgery".